Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - initial visual examination of the device found distal stent strut damage as the struts at the distal edge of the stent were kinked. Further review noted that the shaft was severely kinked at approximately 120mm distal from the catheters strain relief. No further damage was noted with the device which could have contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed (B)(4) 2013. It was reported that during a percutaneous coronary intervention, the device was unable to cross the lesion. The 90% stenosed target lesion was located in severely tortuous and severely calcified left circumflex (lcx) artery. The lesion was pre-dilated with a non-bsc balloon. The 2.75x38mm promus element stent was advanced however was unable to cross the lesion. The procedure was completed with another 2.75x38mm promus element stent. No patient complications were reported and the patient status is stable however; returned device analysis revealed stent damage.